Event description:
A malfunction alarm was reported with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing pump reset information, and the issue did not recur after resetting. The customer was informed to continue using the pump and advised to call back if the malfunction code reappears.